Manufacturer narrative:
Concomitant therapies: juvéderm voluma® xc. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "breakouts" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis: visual analysis of the returned device noted no defects observed. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds, lips, and perioral area have not been established in controlled clinical studies. ¿ the safety in patients with known susceptibility to keloid formation, hypertrophic scarring, and pigmentation disorders has not been studied. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that during injection with juvéderm® ultra xc the syringe had a "blow out." It was clarified as the "product started oozing out from the needle but the needle did not come off." It was later revealed that the needle did disengage. No injury to the patient or injector was reported. Follow up from the injector revealed that the patient was injected with botox®, after a 5 step-evaluation, with 12 units in their glabella and 4 units in their brow. The injector then did ¿a little less than 1 syringe¿ of juvéderm voluma® xc into the right medial and lateral cheek and a little more than 1 syringe of juvéderm voluma® xc into the left medial and lateral cheek. The injector also did 1 syringe of juvéderm® ultra xc in the upper and lower lip. The injector then used a syringe of juvéderm® ultra xc (the device that has a needle disengagement) into the scars on the left and right medial cheeks and a scar along the left lateral lip line. Healthcare professional states that they tried to undermine the scars to release the tissue for easier injecting prior to the other filler injections. The injector states the patient is also having ¿horrible breakouts.¿ the injector noted that 14 days after injection the patient is pleased with the results. This record captures the event of needle disengagement with the juvéderm® ultra xc. No other adverse events were reported. The packaged needle was used and this was the initial use of the syringe.